Event description:
Post-procedure, it was noticed that there remained a emg (electromyography) needle still in his arm with the characteristic small black mark of a monitoring needle. This was removed uneventfully.